Manufacturer narrative:
It was reported there were particles in two spots. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, three photographs were provided and reviewed by the quality team. One image depicts the top web of a packaging blister, another shows a syringe with a brown-colored speck inside the barrel while still in its blister packaging, and the third displays a syringe with a similar brown speck at the bottom of the barrel. Both specks appear consistent with embedded degraded resin. No additional defects or irregularities were observed. Embedded degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. This material can detach and become incorporated into molded components. A review of the device history record was completed for material number 302830, lot 5198975. The review did not identify any quality issues during production that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the customer¿s reported observation is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830 batch # 5198975. Rcc received a complaint via email. Event report: technician found bd syringe 20 ml in the clean room while compounding - looked like there was some dirt/particles in two spots. Ref: 302830, lot: 5198975, exp: 07/31/25. Syringe has already been discarded.